Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to call back if any malfunction codes recur.